Event description:
Jaw of the rod holder was found broken during sterilization.

Manufacturer narrative:
The device was returned for inspection and the event was confirmed. One jaw of the instrument was found to be broken at a level where the concentration of constraints may have been applied. Review of the manufacturing records of batch 035096 was conducted. (B)(4). One deviation form was noted for very slight hardness discrepancy. However, the parts were released under concession since heat treatment was effectively performed. All other parameters listed in the manufactures specifications were met. Note that this instrument has been assumed in use since 2003 with no reported adverse event since. Hence manufacturing issue is unlikely at the origin of the reported event. This is a more than nine years manufactured device (may 2003) that evidenced normal wear according to its date of manufacturing. Instrument was found having a broken jaw where the concentration of constraints may have been applied. However, excessive loading is not required to insert the rod. In this case it appears that there was no patient involvement and it was reported that the device did not yield in a course of surgery but during sterile processing. Hence the event is believed to be the result of multiple factors, wear cumulated by instrument through years of use, suboptimal handling or storage condition during sterile processing leading to the breakage of part of the instrument. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. The reported event is likely to be related to the conditions of use and the result of multiple factors including normal wear cumulated by the instrument through years of use.

Event description:
Jaw of the rod holder was found broken during sterilization.